Event description:
It was reported that the pt is no longer able to hear. There was some infection around the wound of implanted device. Testing confirmed that the device has malfunctioned as all electrode channels show hi impedance.

Manufacturer narrative:
The device has been explanted, and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.